Event description:
It was reported that the patient presented in the hospital for a scheduled generator exchange. Interrogation of the device prior to the procedure revealed right atrial (ra) lead over-sensing noise causing inappropriate automated mode switch (ams) episodes. Lead was inspected during generator change and no damage was found. Programming changes were made and the physician elected to monitor the ra lead. The patient was in stable condition.